Event description:
Rptr developed conjunctivitis, hives, nasal & chest conjestion, eye irritation and swelling when using gloves or when exposed to latex products, particularly airborne latex. Rptr has used p.o. & topical benadryl, claritin, vancenase inhaler and carries an epi-pen for emergencies. Rptr is now working in an outpatient area with more limited exposure.